Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was being treated with cefepime for an ongoing resistant pseudomonas driveline infection over approximately 12 months. The pump was functioning as intended. The infection site was stable and monitored via ultrasound prior to a driveline revision performed on b)(6) 2014. A wound vacuum assisted closure (vac) system with silver impregnated sponge was placed after revision on b)(6) 2014. The pump was later exchanged on b)(6) 2014 due to the ongoing driveline infection.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.